Event description:
It was reported that a not detection syringe error was observed. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals on plunger assembly were removed/broken. The investigation found the device cracked on right plunger case, some scratches on keypad. The pump event history showed an invalid syringe size in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated with syringe test. Invalid syringe size error was found at syringe test. The reported device failed the calibration verification and size calibration. The tapered spring was found out to be slipped over the barrel clamp rod collar. The root cause of the reported issue is unable to be determined. The technician replaced the barrel clamp head, barrel clamp head screw, barrel clamp guide, barrel clamp rod, and tapered spring. Performed syringe test and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.